Manufacturer narrative:
The investigation is ongoing. A follow up emdr will be submitted within 30 days of submission of this report.

Event description:
During removal of common bile duct sludge, the physician used a cook memory ii double lumen extraction basket. It was reported that a wire separated from the basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a cardboard box, provide with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted into the catheter lumen except for the separated wire which remained outside of the catheter. One of the wires on the basket had broken at the proximal end of the basket but was still attached at the distal end of the basket. The basket extended and retracted without resistance. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point. No parts of the device appear to be missing. Clear liquid was present in the catheter. A brown substance/ liquid was present on the basket wires, the distal end of the catheter, and inside catheter. No other anomalies were detected. A lab meeting was held with production leadership and with manufacturing engineering on 16 mar 2023. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.